Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged and the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose (bg) level was 159 mg/dl. Customer continued to use the pump for insulin delivery.